Manufacturer narrative:
Please notice that the correct MDR number for this complaint is (B)(4), from smith and nephew, inc.

Event description:
It was reported that a revision surgery was performed due to unspecified reason.

Manufacturer narrative:
This complaint was re-opened upon receipt of medical records. Although it was reported that there was infection and the intraoperative finding of purulent material is consistent with an infection, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.